Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: a list of instructions for sheath removal plus the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." And the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. The visual inspection of the returned device reported only one sheath was returned to assist in the investigation. Inspection revealed the sheath material is separated approximately 27.5cm from the tip. The sheath material is jagged and frayed at the separation site. A 6cm portion proximal to the separation site is elongated and a 3cm portion distal to the separation site is accordion. Approximately 20.5cm of coil was exposed with and extra 8cm being totally detached from the device. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the examination results of the return product investigation, a definitive root cause could not be determined.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a flexor raabe guiding sheath. The attending physician indicated that the device broke when pulling it out of the sheath. The incident occurred at the end of the procedure. The physician stated it was unknown where the device broke or which end of the device broke. No further information was provided.